Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. It was reported that the patient¿s peritoneal effluent fluid culture was positive for two organisms (specifics not provided), which required the removal of her pd catheter (not a fresenius product). Subsequently the patient transitioned to outpatient hemodialysis (no longer with fresenius) and has recovered from the serious adverse events. Attempts to obtain additional clinical information (e.g., patient demographics, organisms, antibiotics) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 21/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. It was reported that the patient¿s peritoneal effluent fluid culture was positive for two organisms (specifics not provided), which required the removal of her pd catheter (not a fresenius product). Subsequently the patient transitioned to outpatient hemodialysis (no longer with fresenius) and has recovered from the serious adverse events. Attempts to obtain additional clinical information (e.g., patient demographics, organisms, antibiotics) were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which required hospitalization, removal of the patient¿s pd catheter (not a fresenius product), and the transition to hd therapy for rrt. The etiology of the adverse events is unknown; therefore, causality cannot be firmly established. It should be noted that the lack of additional clinical information precluded a more comprehensive investigation. However, there was no assertion the serious adverse events were related to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.